Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2015; 6947-65 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right atrial lead dislodged and perforated into the pericardial space. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.